Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen lcck femoral component, catalog#: 00599401592 lot#: 62710753. Nexgen straight stem extension, catalog#: 00598801015 lot#: 63023087. Nexgen straight stem extension, catalog#: 00598801013 lot#: 63182603. Nexgen distal femoral augment block, catalog#: 00599003510 lot#: 63125858. Palacos bone cement, catalog#: 00111314001 lot#: 82354428. Nexgen articular surface, catalog#: 00599404010 lot#: 63147532. Nexgen stemmed tibial component, catalog#: 00598004702 lot#: 63135812. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00197, 0002648920-2018-00023, 0001822565-2018-00198, 0001822565-2018-00199 0001822565-2018-00200. Remains implanted.

Event description:
It was reported that the patient is experiencing a rash, pain, swelling and loosening of the femoral components. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported loosening was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per packet insert for the nexgen knee, pain, swelling and loosing of prosthetic knee components is a known adverse effect of knee arthroplasty. However, the definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.